Manufacturer narrative:
This supplemental report is reporting the evaluation of the device and correcting information submitted on the initial report. Please reference section d2. The device was returned to zoll medical corporation for evaluation following reports of an unexpected shutdown. Review of the device logs indicated the shutdown appeared to have been initiated by a power button press; however, portions of expected event data were missing, preventing definitive determination of the shutdown cause. The reported transmission issue could not be confirmed through log review. Comprehensive testing, including data transmission, peripheral operation, and power cycling, found no device malfunction. The device passed all functional testing and was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device experienced shutting down issues. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.